Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had been sick for a few days and went to the ER for lower extremity edema. In addition, the patient reported developing hallucinations; however, nevro attempted to obtain additional information regarding the nature of the event but was unsuccessful. There have been no reports of further complications regarding this event.